Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer head would not interrogate, and it was attributed to the presence of major internal damage. It was noted that the head appeared to have been submerged in liquid. The head was no longer needed and was to be scrapped. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had broken parts and was unable to interrogate. The programmer head was returned for service. No patient complications have been reported as a result of this event.